Event description:
The patient reported she had won her insulin infusion device in the pool for about 5 minutes and it now has an odor. She stated the infusion device worked fine for the next couple of days after she was in the pool but, when she started to change the cartridge, there was a terrible odor in the infusion device. She stated she stopped using the infusion device at the time. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. The product was replaced and requested to be returned for evaluation.